Manufacturer narrative:
H.6. Investigation summary a photo was received by bd for evaluation. A quality engineer was able to review the photo of a emerald syringe 3ml 24x1 from lot # 9310835, regarding item # 307754 with the reported issue that, ¿observed thread like material in the needle attached with syringe¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9310835. No customer returned samples received by bd bawal for investigation. However the investigating team has used the retention samples available of lot number 9310835 for conformation of the reported defect. The investigation done on the retention samples did not have any samples with the reported defect. The photographs shared by the customer clearly indicate the reported defect. The defect is confirmed.bd bawal is an internal customer to bd tuas for needles. We have escalated the complaint to bd tuas and informed them the reported batch number 9310835 of the needles used on this product. Based on the photograph the defect is confirmed.

Event description:
It was reported that emerald syringe 3ml 24x1 an had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: our wholesaler received a complaint stating that observed thread like material in the needle attached with syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that emerald syringe 3ml 24x1 an had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: our wholesaler received a complaint stating that observed thread like material in the needle attached with syringe.